Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced dislocation. As a result, approximately eleven months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 2 of 2 for this event/patient.

Manufacturer narrative:
D10: 322-42-13 humeral liner, constrained: (B)(6). 308-15-25 - taper locking screw 25: (B)(6). 320-10-15 - humeral tray +15mm: (B)(6). 320-20-00 - eq reverse torque: (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.